Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the surgeon noticed a loss of pneumoperitoneum during a routine procedure. Upon inspection of the devices he used, he noticed a tear in the outer gasket on one of the five millimeter trocars, early in the procedure. The trocar cannula was removed and replaced with another five millimeter trocar. The procedure was then finished without incident. There was no consequence to the pt.